Event description:
It was reported that the patient experienced urethral atrophy with an artificial urinary sphincter (aus) leading to a replacement surgery. It was indicated that there were no device issues related to the previous aus. There were no further patient complications reported.